Event description:
It was reported that the customer received a compromised force sensor system alarm. It was also mentioned that the customer is unable to rewind. Customer's blood glucose level at the time 135mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump alarmed prime during rewind and displacement test due to motor high current draw. No unexpected sound noted. The insulin pump received with cracked reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.